Event description:
It was reported that during an unk procedure, the clip of the instrument would not fire. There were no adverse consequences to the patient.

Manufacturer narrative:
The analysis results for the al326 instrument confirm that it was returned non-functional. The instrument was noted to have the cam lever broken and the kick off spring deformed; therefore, the clips would not advance. No conclusion could be reached as to what may have caused the damage to the instrument. We have documented the circumstances as they were reported to us.